Event description:
When using the autopulse nxt platform (sn (B)(6) for patient care for over 20 minutes, the nxt platform abruptly stopped compressions, with one green led remaining on the nxt battery, and the nxt platform displayed an alert yellow triangle indicator. After the nxt battery was replaced with a secondary one, compressions by the autopulse nxt platform resumed but stopped abruptly once again within two minutes of the battery changeout. The second nxt battery showed three green leds during the troubleshooting of the second failure, and the alert yellow triangle indicator was illuminated again on the nxt platform. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions and illuminated the alert yellow triangle indicator was confirmed in the archive data but not reproduced during functional testing. The autopulse nxt platform functioned appropriately and performed as intended. Based on the archive log review, the platform was used for a treatment session lasting 20 minutes and 22 seconds around the reported event date. During this session, 1,645 compressions were delivered. The session ended when the internal motor temperature exceeded the thermal limit of 110°c, triggering fault 1290 (fault_analog_motor_over_temp). Compressions stopped, and the alert yellow triangle indicator was illuminated, confirming the reported complaint. After 16 minutes, the platform was powered on using nxt battery sn (B)(6). The second treatment session lasted 5 minutes and 3 seconds before stopping due to another fault 1290, confirming the reported complaint. The likely cause of the platform stopping compressions and displaying the alert yellow triangle indicator is the motor temperature reaching 110°c, which triggered fault 1290 and stopped compressions. The nxt platform passed the functional test without faults or errors. The autopulse nxt platform was tested using the medium zoll torso fixture (mztf) until a fully charged known-good nxt battery was completely discharged without any fault codes or errors. The nxt fan was inspected and verified to be functioning normally. The autopulse nxt platform operated as intended. Following service, the autopulse nxt platform passed all testing criteria.